Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported recurrent mr (mitral regurgitation) could not be determined in this event; however, heart failure was due to recurrent mr. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Patient ID: (B)(4). This was filed on the mitraclip to report the heart failure and mitral regurgitation. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4+. Three clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient began to experience symptoms of congestive heart failure, that was likely due to uncontrolled atrial fibrillation and recurrent mitral regurgitation. The patient was re-hospitalized on (B)(6) 2019. Cardiothoracic surgical consult was made and the patient underwent mitral valve replacement, placement of a tricuspid ring, left atrial appendage clip, a modified maze procedure and atrial septal defect (asd) closure. The patient remained in the intensive care unit for three days; however, her rhythm required a pacer, which was placed on (B)(6) 2019. The patient was discharged to home. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the mitral valve leaflet was possibly perforated by the mitraclip xtr implant on (B)(6) 2019, when the clip was implanted. Surgical mitral valve replacement was performed on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the tissue damage could not be determined in this event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is filed for worsening heart failure and recurrent mitral regurgitation, requiring intervention. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4+. Three clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient began to experience symptoms of congestive heart failure, that was likely due to uncontrolled atrial fibrillation and recurrent mitral regurgitation. The patient was re-hospitalized on (B)(6) 2019. Cardiothoracic surgical consult was made and the patient underwent mitral valve replacement, placement of a tricuspid ring, left atrial appendage clip, a modified maze procedure and atrial septal defect (asd) closure. The patient remained in the intensive care unit for three days; however, her rhythm required a pacer, which was placed on (B)(6) 2019. The patient was discharged to home. No additional information was provided.